Event description:
Report received of an undocumented number of undocumented incidences of door/cassette alarms. The customer reporter the during set-up the plum ax infusion pumps were sounding audible alarms and displaying the message "door/cassette". There were no reported delays in critical therapy or adverse patient events. Though requested, there was no further information available.